Manufacturer narrative:
Note: all info contained is this report was provided by the MFR. No facility number has been assigned to this report. No product evaluation was performed since the grafts were discarded by the institution as they were used as temporary perfusion port. A review of the device history records indicated that the grafts were processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of several products coated on the same days than the complaint devices indicated values well within product specifications. Retention samples coated on the same periods and under the same conditions as the complaint devices underwent water permeability testing. Test results indicated values well below product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.

Event description:
It was reported several blood leaking events after knitted vascular grafts were used as axillary perfusion port during cardiopulmonary bypasses where 300-400 mmhg blood pressure was applied. It was also reported that these blood leakages stopped when protamine was administered and that there was not pt injury. No other pt info was provided.